Event description:
Customer reported pump shut off while infusing. Stated pcu displayed "very low battery; less than 5 minutes of use". Reported module a labeled levo was delivering a vasopressor. Module b (not in use), module c labeled kvo was delivering an antibiotic, module d labeled bicarb was delivering bicarb. The infusions were moved to a different system and restarted without incident. These devices were sequestered and sent to biomed. Customer medwatch report received on (B)(6) 2012 with additional information. Per medwatch report: "pump started to alarm, reading "battery missing" and then pump shut off. Unit was plugged in pt was receiving a vasopressor, bp dropped when pump malfunctioned necessitating an increase in medication dose." The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Conclusion: field left blank - no available code for undetermined or unknown cause. The reported low battery message and the device shut down was not confirmed; however, the "missing battery" message was confirmed. The returned pc unit was visually inspected and found to be in good condition. The instrument seal was missing. The main battery was present and secured properly. A review of the data from the pc unit event log indicates that on (B)(6) 2012 with 3 of 4 attached pump modules infusing, the pc unit displayed the "missing battery" error message. When this message occurs the infusion modules continue to infuse as programmed in a non-reprogrammable state. A few minutes later the user pressed the system off key and the infusions stopped and the system powered off. According to the error logs, this error message had occurred at least 28 separate times in the past few months leading up to this incident. It is not known if the past errors were reported to the customer's biomedical/clinical engineering staff or if anything was done to address the issue after those errors. Testing on the device was able to replicate the missing battery message on the initial power on of the device. After disassembly and re-assembly however the error code could not be reproduced suggesting that a poor connection was present then corrected when the device was reassembled. The root cause of the customer's experience was not determined.